Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) stopped responding to surgeon's order in the middle of the procedure, upon inspection surgeon found broken cables. There were no delays. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.